Event description:
The reporter stated that the accu-chek comfort curve strip expiration date is 05/2009. The electronic inventory system expiration date for the strips is 11/30/2005. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.